Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/ cracked double swivel connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient." No patient involvement reported.